Event description:
The affiliate reported that after an MRI procedure, the patient came back to the hospital with withdrawal symptoms. There was a drug (morphine) under-dose with withdrawal symptoms. The pump stopped with an error message of hardware failure 11. The pump was restarted successfully. Device was distributed with the old IFU.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4). Device not returned.

Manufacturer narrative:
It has been communicated that the device is not going to be returned for investigation. The pump interrogation performed during field visit by means of a hardware technician key, collected data confirmed a "hardware failure [11]". Based on the information provided, the pump error could be cleared and that the physician could resume the medication. The pump errors were successfully cleared and the pump program was restarted. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. A corrective action was implemented to avoid this defect; effectiveness has been demonstrated for pumps manufactured after the enhancement. A review of the device history records confirmed that this device conformed to the required specifications. It was also noted that this device was manufactured prior to the corrective actions. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is completed. Device remains implanted.

Manufacturer narrative:
This report is being filed from malfunction to serious injury.

Event description:
After an MRI procedure, the patient came back to hospital the day after the MRI procedure with withdrawal symptoms. The pump had stopped with hardware failure 11. Pump was restarted successfully. Drug (morphine) underdose with withdrawal symptoms. Device was distributed with the old IFU.